Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the controller boards. A field service engineer replaced the controller boards in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system device was not on bus. The customer also indicated that performed a full power cycle, unplugged it for 3 minutes, restarted the device and it did not clear the issue. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.